Event description:
The user facility has reported two incidents involving epilepsy products. The incident reported herein indicates that a pediatric pt was under observation and after a period of time, as many as 40 electrodes were giving artifact reading at any one time. Further info reported by the integra product mgr confirmed that the tech changed out the cables, however, this had no effect on the quality of the readings. It has also been noted that the pt did not exhibit any seizures for the duration of use. Product is available for return and eval.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.